Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was unknown if the two devices were used in the rcfa or lcfa. Two additional proglide devices were used for successful suture placement using the pre-close technique in either the rcfa or lcfa. The sheath was upsized to a 16f. The aaa was completed and hemostasis was achieved with the sutures of the pre-placed proglide devices in the rcfa and lcfa. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. Although the name of the physician was not provided by the hospital, it is reported that the physician involved in the event is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other proglide device referenced is being filed under a separate medwatch manufacturer report number. Attachment: user facility medwatch report #(B)(4).

Event description:
User facility medwatch: uf/import report #(B)(4) was received with the following information: event desc: perclose did not allow blood to bleed back through its bleed back port. Therefore, staff did not attempt to use it until one was opened that worked properly. Two devices of the same lot failed and were saved for return to manufacturer. A third device was used to finish the procedure as planned and no harm came to the patient. What was the original intended procedure? Aortic abdominal aneurysm with stent. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Subsequent to receiving the user faclity medwatch report, the following additional information was received. It was reported that suture placement in both the right common femoral artery (rcfa) and left common femoral artery (lcfa) was attempted with two proglide devices in each, using a pre-close technique, via a 5f sheath in the rcfa and a 6f sheath in the lcfa prior to a abdominal aortic aneurysm (aaa) procedure. Reportedly, once in the vessel, there was no blood flow coming from the marker lumen of two of the proglide devices.